Manufacturer narrative:
Concomitant medical product: 4136 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance had high impedance out of range. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.